Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. During the handling of veraseal adaptor and applicator, the nurse noticed that the applicator could not screwed securely onto the adaptor. Without the secure attachment, the doctor was unable to express the product. No adverse patient consequences were reported. Additional information was request.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 , g4 additional information was requested, and the following was obtained: 1. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? Not a new user, used quite a few times. 2. How many times have they assemble the product? Can only assemble once. 3. Was a sales representative present during the case when the issue was experienced? Not present to observe what happened. 4. Was any leakage or product solution observed at the luer locks connection? No 5. Were there any unexpected outcomes or complications as a result of the event? No 6. Are there pictures of the damaged device available? No this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.